Event description:
A 28mm diameter x 16 mm diameter x 16.5 mm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. It was reported that the procedure was unremarkable and ended with no endoleaks. The pt was discharged the following day. It was reported that one day later the pt complained of abdominal pain. Two days later the pt was admitted through the emergency room and taken to the operating room for the treatment of a large intra-abdominal hematoma. The CT scan findings at the time of the emergency room visit demonstrated no evidence of any leak from the stent graft wth a large hematoma anterior to the aneurysm. No pulsation to the aneurysm sac was noted indicating good exclusion of the aneurysm sac from the stent graft with no type I or type ii leak of significance. The physician stated that there was no perforation of the aneurysm sac and that this was not directly related to the stent graft. The physician evacuated a large amount or old clot and discovered bleeding from the gastroduodenal artery. The pt was relatively stable at the end of the procedure. The pt had received 6 units of blood, and 2 units of fresh frozen plasma. During the procedure pt had developed dic (disseminated intravascular coagulation). The pt was sent to the recovery room where pt became unstable. Despite the physician's maximum efforts with blood product resuscitation, the pt expired the next day.